Manufacturer narrative:
The reported event of a telemetry anomaly was confirmed. The root cause of the telemetry anomaly is believed to be an anomaly in the output circuit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow up it was not possible to interrogate the device despite several attempts and trying with different programmers. Eventually the device entered back up vvi mode and it was recommended to replace the device. Patient was in good condition after the procedure.

Manufacturer narrative:
Correction- device evaluated by MFR?: yes.